Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Article entitled ¿efficacy of 2-stage revision using a prosthesis of antibiotic-loaded acrylic cement spacer with or without cortical strut allograft in infected total elbow arthroplasty¿ written by (B)(6). Published in the journal of shoulder and elbow surgery on (B)(6), 2021 was reviewed. The aim was to evaluate the efficacy of a self-manufactured prosthesis of antibiotic-loaded acrylic cement (prostalac) spacer with or without cortical strut allograft in infected total elbow arthroplasty. 18 patients were involved in the study who underwent a two stage revision with a self manufacturered prostalac liked implant for infection between (B)(6) 2009-(B)(6) 2018. Depuy cement was mold around an unknown pin and placed within the patient. Manufacturer of primary implants are unknown at this time. They observed post op complications in patient 10 (53-year-old male) with triceps insufficiency. Treated with surgical intervention.